Event description:
On (B)(6) 2012, this patient underwent endovascular repair of an abdominal aortic aneurysm using gore excluder aaa endoprosthesis. The aneurysm measured 8.4cm. It was reported that the patient had anatomical considerations outside of the instructions for use, including tortuous anatomy. Computed tomography dated on (B)(6) 2013 showed what appeared to be a type iii disconnect endoleak from the right side overlap between two components. The aneurysm at that time measured 9.5cm. On (B)(6) 2013, an intervention occurred whereby the physician relined the right side with two contralateral leg components. The endoleak was resolved and the patient tolerated the procedure.